Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection and poor initial implant placement.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The surgeon added an additional implant of the same type to the construct in (B)(6) 2019. The patient later reported to a different surgeon with low back pain complaints. The surgeon determined that the caudal positioned implant was malpositioned and not in the sacrum. In (B)(6) 2019, the surgeon performed a revision surgery where he removed the caudal implant with osteotomes and added additional hardware and bone graft to the si joint. None of the other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.